Manufacturer narrative:
Onsite support was dispatched, and the engineer found a can communication error, which was resolved by changing the can interface. The device was restored to full functionality, and the client was informed of the resolution.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system reports error. The clinical use of the system was in use.there was no harm reported to philips.